Event description:
This case was reported by a facility in madrid, spain on 13 february 2025. Customer reports that air was introduced into the vascular system of a patient during an injection on (B)(6) 2025.

Manufacturer narrative:
Overall investigation summary: a complaint was received on optivantage injector 844001 serial number (B)(6) alleging that air was introduced into a patient's vascular system during an injection on (B)(6) 2025. Guerbet service was asked to check the injector for operation. Service was dispatched to the customer site, checked the injector's operation, and determined that the injector was fully functional and that it was giving the necessary warnings for correct purging and checking for the presence of air. The injector remained in service. There was no report of any long-term patient related issue. The optivantage is not equipped with air detectors; however, the IFU includes instructions for the proper purging of air from the system prior to injection, as well as precautions and steps to prevent air injections. Additionally, the optivantage sends a prompt to the operator requiring the operator to ensure all air is purged from the system and associated consumables prior to the injection. The operator must press the screen acknowledging this has been completed prior to the device enabling the injection. For these reasons, air injections are generally user related. A review of guerbet's complaint tracking system shows no related complaint activity for this device. Impact assessment summary: air injected into patient but no long term injury reported. Imdrf codes: b01; c19: d1101. Root / probable cause code. Personnel - performance - failed to follow: procedure. Root / probable cause summary: failure modes (no problem/fault found, injector operation verified). Probable root cause is operator error in purging air from syringe and/or tubing (ref. IFU, 848581-c, section 4.1). No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Disposition summary: unit returned to service.